Event description:
A report was received that the patient underwent pocket revision due to pain at the pocket site. The patient was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.